Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's wife when activating a new pod, the pods needle did not deploy indicating a needle mechanism failure. The patients wife stated the cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device only completed first prime before it was deactivated. No timeouts or drive stalls were observed in the device data. The drive mechanism was inspected and no damages or abnormalities were observed that could cause the device to not deploy the needle. Therefore, the device did not deploy the needle because it was deactivated at the end of first prime.